Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; however, the device was found to be outdated. The root cause was determined to be a depleted internal real time clock battery. The device was to be charged for a maximum of 250 hours and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a blank screen and constant alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.